Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined. An olympus field representative performed troubleshooting on the device, and after cleaning the inside of the connection between the scope and the video processor, the issue was resolved.

Event description:
Olympus was informed that a "b30" scope communication error was generated when using the olympus visera elite video system center. There was no patient injury or harm associated with the reported problem. The reported problem occurred during preparation for use. The intended procedure was completed with no significant delay reported. The device was not completed using the same device. The procedure was completed using a scope and light source.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: since the problem was resolved when the video connector was cleaned, it is believed that water, dust, and/or other foreign matter temporarily adhered to the electrical contact of the video connector receiver, resulting in the reported problem. Unstable electrical contacts can affect the communication of the scope and video processor and cause the b30 error to occur. As stated in the instructions for use, as a preventive measure, "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. A device evaluation was performed based on the available information and an historical analysis. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, since the reported problem was resolved upon cleaning the video connector, it's likely that water, dust, and/or other foreign matter temporarily adhered to the electrical contact of the video connector receiver, resulting in the reported problem. Unstable electrical contacts can affect the communication of the scope and video processor and cause b30 to occur. As stated in the instructions for use, as a preventive measure, "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."